Manufacturer narrative:
Corrected data: h6-medical device problem code: "2923" should be added. B5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -13.5/+2.0/92 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023 as a replacement lens. The patient experienced a low vault with rotation. On (B)(6) 2023 the lens explanted and the problem was resolved. Status of the eye: "correct". The cause of the event is unknown. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found optic/haptic torn with foreign material on lens (unable to identify). Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -13.5/2.0/092 was implanted into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to address low vault but the vault did not resolve. On (B)(6) 2023 the lens was explanted and the problem resolved. Cause of event was unknown. See MFR # 2023826-2023-02264 for claim against the initial lens.